Event description:
It was reported the procedure was being performed on the intensive care unit. The only info on the form stated there was an issue at insertion. The device was removed and replaced with a competitor's catheter. They do not know if this caused a delay in treatment and there was no pt death or complications reported. On (B)(6) 2013 - f/u states during insertion, a piece of catheter sheared off from the top opening and down the side. On (B)(6) 2013 - f/u states the catheter split in half length wise into two halves. Nothing was retained in the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.